Event description:
It was reported that the ilet pump screen was found cracked upon waking, with the cause of damage unknown, rendering the display unusable and causing difficulty operating the device. Symptoms included no reported injury. Outcomes included device replacement and instructions to shut down the device, return it with a provided label, and reinitiate setup on the replacement without medical intervention or hospitalization. Customer care provided support that included a review of user reports and coordination of replacement logistics. The device was returned for evaluation. Investigation of this case revealed physical damage to the screen with loss of usability. The customer reported issue was confirmed. It was concluded that the event involved a damaged device screen due to impact without patient harm, and that a replacement device was warranted.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.